Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced both high resolution stereo viewer (hrsv) monitors to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The hrsv was analyzed and found in system logs, error 121 was found indicating the hrsv failed in the field. Upon visual inspection, no issue was found that would relate to the complaint. The unit was then installed onto the golden system. Upon powering up the system, there is no image on the hrsv it is completely black. The other hrsv was analyzed and found in system logs, the error 119 was found indicating the failure occurred in the field. Upon visual inspection, no issue was found that would relate to the complaint. The unit was installed onto the golden system where the unit functioned as expected (clear image displayed). The system ran through 10 power cycles, and no related errors/faults were triggered. The unit was found to be fully functional. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to a display defect pertaining to the hrsv monitor screen.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the right eye of the surgeon side console (ssc) was black. The intuitive tech support engineer (tse) walked the caller through a hard power cycle of the surgeon's console and reseating of the blue fiber cables, with no change. The customer used another surgeon's console to continue the procedure as planned. There were no reports of patient injury.